Manufacturer narrative:
Supplemental report provided as additional information was received. Sections updated: h6 - health impact.

Event description:
It was reported that the patient underwent a revision procedure approximately 2 years after placement due to polyethylene wear of left hip with left hip pain and osteolysis. Osteolytic debris were removed from the trochanter and proximal femur. During the course, it was found there was a nondisplaced fracture of the tip of the trochanter more posterior than anterior. There was found to be a significant lesion. Revision of left tha with curettage and bone grafting of osteolytic lesions of the trochanter and proximal femur. Tension band wiring of the trochanter. There is no additional information available at the time of this report.

Event description:
No additional information available at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records indicated metal sensitivity & trunnion disease caused by metal fragments, poly wear and osteolysis, lesions posterior and laterally along the greater trochanter, liner superiorly worn, during debridement around the trochanter, nondisplaced fracture of the tip of the trochanter device history record (DHR) reviewed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Item #unknown/ unk versys head/ lot # unknown. Item# unknown / liner/ lot # unknown. Item# unknown/ unknown cup/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -05500, 0001822565 -2019 -05501.

Event description:
It was reported that patient underwent bilateral patient underwent left hip revision 18 years post implantation due to pain, osteolysis, and trochanter stress fracture. During revision liner was found to be superiorly worn, osteolytic lesions posterior and laterally along the greater trochanter were noted to be debrided. Subsequently head and liner were removed and replaced attempts have been made and additional information on the reported event is unavailable at this time.